Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced intermittency, crackling sounds and poor performance with the device. The patient also experienced migraines, dizziness and intermittent pain, which worsened with stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The patient also developed an infection (site of infection not confirmed) and the device was subsequently explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.